Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200 mm thoracic aortic dissection. It was reported that the patient presented emergently with back pain. A CT scan was performed and revealed a retrograde type a dissection that required an open root repair. The physician stated the cause was due to aortic dissection. In addition the rtad was due to disease progression and upon the repair it was noticed that one bare spring had protruded into the media layer. The physician treated the patient with a synthetic graft resolving the event. No additional clinical sequelae were reported and the patient is fine.